Event description:
On (B)(6) 2011 customer reported that the dxc 800 pro instrument generated a false high na and false low cl result on 1 patient sample. The results were reported out of the lab. The issue was discovered after the instrument started suppressing calc results and samples previously run were rerun again and the results were amended. Patient treatment was not initiated or withheld based upon the erroneous results. While troubleshooting, the customer also noticed a leak under the electrode injection cup (eic). Field service engineer (fse) examined the instrument and replaced the leaking eic valve and block, as well as the carbon bridge. Fse verified performance. No further issues were reported.